Manufacturer narrative:
(B)(4). The evaluation was based on the description and the returned images. Images confirm that the filter has migrated caudally which again caused the filter tilt and one secondary strut was bent upwards. This secondary leg had stayed in the original position during the downwards migration, causing the upward bent. The secondary leg perforates ivc. Images also reveal that a balloon technique was used during retrieval attempt of the filter. Dvt from the upper extremities is known to course pe in 5-10%. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation, they all end up in successful filter retrieval. However, based on the available info, the exact root cause to this event cannot be determined. Nothing further is initiated since the description and the images do not indicate presence of device failure and the issue is known from the literature.

Event description:
The celect navalign jugular vena cava filter set had been placed on (B)(6) 2010. The pt returned to the hospital because threw a pe with the filter in; not to have filter removed. When they did the initial run, they saw that the filter had tilted, perforated, and one leg was raised caudally, which may have caused the pe to occur. Doctor informed that the pt had not received any additional treatment or surgery to alter the filter. Does not understand why the filter was tilted and the main strut/leg was bent upward. The physician placed another celect navalign jugular vena cava filter set and is going to leave both filters in. Pulmonary embolism; filter did not trap the emboli.